Manufacturer narrative:
This report is submitted on november 01, 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma. Surgery to replace the magnet has been completed (specific date not reported).